Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3986a, serial/lot #: (B)(4) UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient wants the leads removed. When asked for more information about the reason for the removal, the caller stated that the patient claimed that they are tired of the system being implanted and in the past they have had difficulty with infections and lead migration. The caller stated that the implanted system is not active. Patient told the hcp about the issue on (B)(6) 2022. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss sent md listing information to the caller.